Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the balloon has a pinhole at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in the moderately tortous and serverly calcified below the knee artery (bk). A 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilation. However, during the first inflation the balloon ruptured. The procedure was completed successfully with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery (bk). A 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilation. However, during the first inflation the balloon ruptured. The procedure was completed successfully with a different device. There were no patient complications nor injuries were reported.